Event description:
Customer reported leak at smartsite y port at connection to upper pvc tubing glue joint. Rn had just started infusion of IV fluids when blood began to back up in tubing, no problems have been observed with priming. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.